Manufacturer narrative:
Siemens investigation determined the cause of the discordant, low platelet (plt) count was due to failure of the customer to follow the operator guide instructions. Instructions state: through the use of complex flagging algorithms, laboratory personnel are alerted to suspected abnormal sample or system conditions. Sample/system flags display on the run screen and the review/edit tab. Whenever such flags are triggered, the user should review the results and take the action recommended. The customer released a flagged platelet result without following their laboratory's procedure on how to handle such results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, low platelet (plt) count of 12 x 10^9 cells/l with multiple flags was generated on a patient sample on the advia 2120i with dual aspirate autosampler (daa) instrument. Plt clumps were visible on film, but were not flagged by the instrument on the plt count. However, nucleated red blood cells (nrbc) + and large platelet (lplt) +++ parameters were flagged on the instrument. The plt result was reported to the physician. However, the result was not repeated because a laboratory protocol for this patient was in place to not provide plt results to the physician. This protocol was not followed by laboratory personnel. There were no reports of patient intervention or adverse health consequences due to the discordant, low plt result.